Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported system error 322 alarm which was verified through a review of the event history log, but was not reproduced during evaluation. The reported condition was verified. The cause was determined to be a lower link switch functioning intermittently. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). The event date, process step and location within the user facility where the event occurred are unknown. There was no patient involvement. No additional information is available.